Manufacturer narrative:
The following devices were also listed in this report: mod con dist stem 21 x 155 mm, cat# 6276-7-021, lot# caxv31ae; 25mm mod rev hip bdy/blt +10mmcomponent level 9006-1-125, cat# 6276-1-125, lot# 57000804; delta v-40 ceramic head 36/-5, cat# 6570-0-036, lot# 58191804; simplex p with tobramycin 1 pack, cat# 6197-9-001, lot# mjx091. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Sales rep reported patient's left hip was revised due to infection. All implanted were replaced with a cement spacer.

Manufacturer narrative:
Additional information: brand name; product code; common device name; catalog #; lot #, expiration date; unique identifier (UDI) #; manufacturing site for devices; PMA/510(k) #; device manufacture date. An event regarding infection involving a restoration modular stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were received for review with a clinical consultant. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot and sterile lot. Conclusions: the event could not be confirmed nor the root cause determined because insufficient medical information was provided. Further information such as operative reports, product return, histopathology and clinical history are needed to investigate this event further. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Sales rep reported patient's left hip was revised due to infection. All implanted were replaced with a cement spacer.